Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported: they were doing an open aaa procedure and the clamp was on the aorta for about an hour when it just broke at the ratchet/clamp area and the patient started to bleed. The surgeon had to grab onto the aorta to stop the bleeding. The patient died two weeks later.

Manufacturer narrative:
(B)(4). DHR was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to (b)(4. A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. The photo depicts a clamp with yellow and purple handles. However; the referenced device is not sold with coated handles. The referenced lot# of (B)(4) is (B)(6) 1995. The reported device is over 20 years old. If a sample is received the investigation will be amended. There are no other complaints for this in device history records.

Event description:
It was reported: they were doing an open aaa procedure and the clamp was on the aorta for about an hour when it just broke at the ratchet/clamp area and the patient started to bleed. The surgeon had to grab onto the aorta to stop the bleeding. The patient died two weeks later.